Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a low battery alert, then shut off. Blood glucose level at the time of the incident was 600 mg/dl. Customer's mother stated that the insulin pump had a fully charged battery, then lost power overnight. Blood glucose level on the morning of the call was 584 mg/dl, which was treated with the insulin pump. The insulin pump was not replaced or returned for analysis.